Event description:
Reporter indicated that a vns pt was "having unexplained increase in seizures." The seizure level relative to pre-vns baseline was not reported. A battery life calculation with available programming history estimated 4.2 years remaining until eri - yes. Diagnostics were reported to be within normal limits.